Manufacturer narrative:
Device was not returned for root cause analysis. No previous repairs were noted within the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was showing system failure. Per reporter, the event occurred at the hospital and there was no patient involvement.